Event description:
The complainant reported the patient was on impella support when the automated impella controller's (aic) screen was black and the pump turned off. The nurse found the aic screen was off. They pressed the silver knob and the screen came alive. The aic was restarted at the previous level like the aic to aic transfer screen. The aic and pump were restarted and support continued. There was no reported patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the console (aic) pump stop has been completed. Console logs from the reported day of event are consistent with complaint and show that after approximately 5.5 hours of support, one of software processes (imcgui) became unresponsive, triggering watchdog mechanism that restarted the aic software (partial reset), as per design, to recover and restart the process. Prior and during the restart, pump kept running, as it was supported by impellatronic board supporting pump autonomously. After the restart, pump was recognized as already connected, and then was auto-restarted at the prior p-level. During the software initialization, the pump was paused for about 25 seconds (time between reinitialization of pmd and pump start). Ltlog and rtlog data indicates that other than during the partial reset, there were no interruptions of hemodynamic support. The console was returned for evaluation but the issue was not reproduced, and console operated within specification. When imcgui process was purposefully stopped, the system reacted in same fashion as in the field, and fully recovered after restart. The imcgui process is a part of aic software. The reason for the imcgui process to ¿crash¿ was not determined, although might have been related to a possible data corruption.